Event description:
The pressure level used to intermittently drop to almost peep level, the level would increase when the pressure control knob was further increased. But instead of that if the control panel was tapped the pressure would come back to normal.